Manufacturer narrative:
Concomitant: product ID neu_unknown_cath, product type catheter. Product ID 8840, product type programmer, physician. (B)(4).

Event description:
It was reported that the patient was not receiving therapy. A catheter revision was performed on 2015-(B)(6). They got good backflow from the spinal segment and the catheter access port (cap). They then wanted to do a roller study. No further information was available at the time of the report. Patient outcome was unknown. The medication delivered by the device system was unknown. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Conclusion code no longer applies. (B)(4).

Event description:
Additional information received reported that the patient had been complaining of decreased pain relief within the previous 6 months. The spinal incision was opened first; there were no obvious breaks or tears seen. The catheter access port (cap) as accessed; no fluid was returned from attempted aspiration. The catheter was cut at the spinal segment and cerebral spinal fluid (csf) return was present. The cap was accessed and flushed again with no resistance. A portion of the distal end of the catheter was removed and the end clamped. At that point, they initiated a rotor study. A command prime bolus of .01ml twice was done with a positive result. At that point, the spinal segment was connected to the pump segment with a pin and the incision was closed. The physician decided to attempt to inject dye to test the integrity of the system; it was inconclusive. The patient's pump had morphine. The patient had been seen twice since the procedure. The first time, the patient reported decrease in oral medications. The second time the patient complained of decrease in pain relief again. The patient was going to be referred back to the surgeon for consult of removal of old system and replacement of new system. The appointment with surgeon was scheduled for (B)(6) 2015. (No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent).